Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. Leakage from the sheath valve occurred and the sheath was replaced. There was no delay to the procedure. There was no physical damages observed. The hemostatic valve did not break into separated pieces. Blood return was observed from the hemostatic valve all around the point of insertion of the ablation catheter. The hemostatic valve did not detach from the sheath. The sheath was being used on the patient and no air entered the patient. The event did not require percutaneous, surgical removal or medical intervention. Bleeding was observed and approximately a few milliliters of blood was lost and the hemodynamic status was always good. The procedure was successfully completed with no patient consequences. The event was assessed as MDR reportable for a hemostatic valve leak issue.

Manufacturer narrative:
The device evaluation was completed on 28-jun-2022. It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. Leakage from the sheath valve occurred and the sheath was replaced. There was no delay to the procedure. There was no physical damages observed. The hemostatic valve did not break into separated pieces. Blood return was observed from the hemostatic valve all around the point of insertion of the ablation catheter. The hemostatic valve did not detach from the sheath. The sheath was being used on the patient and no air entered the patient. The event did not require percutaneous, surgical removal or medical intervention. Bleeding was observed and approximately a few milliliters of blood was lost and the hemodynamic status was always good. The procedure was successfully completed with no patient consequences. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. The reportable issue of hemostatic valve leak was already assessed and reported under the 3500a initial. During the analysis, it was found and assessed that the cause was a hemostatic valve separation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 16-jun-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).